Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced a continuous glucose monitor (cgm) signal loss lasting over three hours. Following the signal interruption, the patient suffered a hypoglycemic episode. When cgm readings resumed, the device displayed a glucose level in the "40s" mg/dl range, although the patient could not recall the exact value. There is no indication that the cgm readings at that time were inaccurate. During the episode, the patient was away from home and unable to perform a confirmatory fingerstick test. She exhibited symptoms consistent with severe hypoglycemia, including disorientation, combativeness, and belligerence. Her husband attempted to administer candy to raise her blood glucose, but she refused to eat or drink and reportedly threw the candy back at him, an action she does not remember. The patient was transported to the hospital by her husband. Upon arrival, a fingerstick glucose test was performed, though the patient did not recall the results. Additional unspecified diagnostic tests were conducted, and she was diagnosed with hypoglycemia. Treatment included intravenous glucose administration. The patient remained hospitalized for approximately 5 to 6 hours. At the time of discharge, her condition was okay. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 09/05/2025. Data was further reviewed. Data investigation could not confirm the allegation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. However, it was found in connection to the allegation that on 05/28/2025 at 08:44 am, the app delivered the low alert at 65% volume through an external bluetooth audio device. From 08:49 am to 09:14 am, the app delivered the urgent low alert at 65% volume through an external bluetooth audio device. In addition, signal loss under an hour was found on 05/28/2025, but not around the time the estimated glucose value (egvs) went low. No additional patient or event information is available.